Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The customer's blood glucose was 280 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer stated that the insulin was squirting out during manual prime process. Troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to complete functional testing due to end cap broken off. However, the currents are within specifications. No blank display. Lcd board ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners, broken reservoir tube lip, cracked lcd window and missing the end cap sticker.